Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 26 years, height: 158 centimeters (cm), weight: 80 kilograms (kg), gender: female.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the progav 2.0 is permeable. The permeability test on the m.blue could not be tested, because the valve was already opened directly after explantation in the clinic. Computer control test: the computer control test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 21.75 cmh2o. This is within the specified tolerance of 20 ± 3 cmh2o. The computer control test on the m.blue could not be performed because the valve was already opened directly after explantation in the clinic. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The adjustment test is also not applicable because of the opening of the valve after explantation. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. The investigation of the braking force of the m.blue was not possible, due to the dismantling after explantation. Internal inspection of product: in order to verify whether the investigated valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, no deposits were found in both valves. For more detailed visibility for possible deposits, the valves were submerged in a coloring solution. No deposits were visible. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Additionally the m.blue was dismantled after the surgery and was checked for deposits. Due to fact of the dismantling some test could not be performed. Based on our investigation results, we have could not determine a functional deviation at the time of our investigation. At this time, we cannot explain the reason for the complained under- drainage. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.